Event description:
It was reported through the filing of a lawsuit that allegedly after implantation of the device the patient subsequently began experiencing discomfort in the area of the device. It is alleged that "diagnostic workup revealed the presence of markedly increased levels of metal ions in the patients blood and/or urine." The patient continues to experience issues.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no similar events for the lot referenced. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.